Event description:
Related manufacturer reference number: 2017865-2021-12822. It was reported that the patient presented in clinic for follow up on an unknown date. Device interrogation revealed the right ventricular (rv) lead exhibited capturing anomaly due to lead dislodgement. On (B)(6) 2021, during the rv lead explant the atrial lead dislodged as well because the leads were entangled. Both leads were explanted and replaced. The patient condition was stable before, during, and after.

Manufacturer narrative:
Visual examination found no malfunctions. Analysis was normal. No anomalies were found.